Manufacturer narrative:
Stenosis of an implanted valve may be a manifestation of structural valve deterioration. In this case, the device was not returned to edwards for analysis because it was discarded at the hospital. Without return of the device, edwards is unable to conclusively determine the root cause for this event. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received additional information indicating this bioprosthetic aortic heart valve was explanted after fourteen (14) years, five (5) months due to severe aortic valve stenosis with a mean gradient of 67 mmhg. This was excised and a 21mm pericardial valve was implanted; this was well seated. At the end of the procedure, the patient was in complete heart block and was temporarily paced. She was weaned from bypass and transferred to the ICU where she was later discharged on pod #10.

Manufacturer narrative:
Method: actual device not evaluated. Although there have been attempts to receive further information, no additional details were provided and the explanted device was not returned to edwards for analysis because it was discarded at the hospital. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that this bioprosthetic aortic heart valve was explanted after fourteen(14) years, five(5) months due to unknown reasons. This was replaced with a 21mm pericardial bioprosthesis. No additional details were provided.